Event description:
On 12/20/94 pt felt a snap and what seemed to him to be the plate in his left shoulder break. On 5/4/95 pt had surgery performed on left clavicle which revealed a broken plate. The broken plate was removed and replaced.